Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused the pump to alarm. It was noted that tubing across top of cassette was misaligned more to one side of the cassette. Subsequently, the cassette was changed to resolve the issue. No patient consequences were reported. No adverse effects were reported.